Manufacturer narrative:
During testing of the original bg meter board, communication could not be established. After replacing the bg meter pcba, communication was established and the bg readings were retrieved and found to be within tolerance. The cause of the reported issue was due to an electrical component failure on the bg meter pcba. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide. Model: ust400. 17845-5a-aw rev b 09/17. Checking your blood glucose. Chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patients bg (blood glucose) levels reached 341 mg/dl. Patient reported having issues with their bg meter not recognizing the test strips and does not load the information automatically. No further information available.